Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n289238, implanted: 2011-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported an error code 8475 on the ptm, a motor stall occurred. The patient confirmed they had not had an MRI. The patient did not hear the pump alarm. The patient was able to get a bolus this am. The following day it was reported the motor stall occurred at 10:47 am on (B)(6) 2014 and recovery on (B)(6) 2014 at 00:15. The stall recovered after more than 2 hours. The pump was explanted. The symptom the patient experienced was pain. The patient status at the time of the report was alive, no injury. Additional information reported that it was unknown if there was a tube set message after the stall. There was not more than one stall noted in the event logs. The cause of the motor stall was unknown. The patient was doing well and getting good pain relief. The patent recovered without permanent impairment. The pump was used to deliver fentanyl and bupivacaine.

Event description:
Additional information received reported that the patient was doing well and had effective therapy with new pump.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and/or wear and/or lubrication, stall due to shaft-bearing. Watchdog reset, cause unknown. Multiple motor stalls and motor stall recoveries seen in the pump logs. Also seen in the pump memory logs was a reset to safe state with complex prescription active and watchdog not properly serviced. Performed two alarm tests, the first test was standard testing which passed. The second alarm test was to program the pump at the rate in which it was at during implant including the alarm intervals. Both alarms, critical and non-critical intervals both were set at 1 hour a motor stall was initiated, the alarm went off in the few minutes or so and then went off again 1 hour later. This test was done to address the mention that patient did not hear the alarm. Pump was dispense tested and passed for accuracy. Destructive analysis found an anomaly with a gear shaft inside of the motor which is the cause for the motor stalls. See manufacturer report number 3004209178-2014-05860 for previously reported events. (B)(4).

Event description:
Additional information later received reported the cause of the motor stall was unknown. Troubleshooting included taking the logs from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.